Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) has not been returned for investigation. A review of the downloaded flag data from the day of the event was performed. The review of the data does not indicate a device malfunction that would have caused or contributed to the inappropriate treatment and patient death. There is no indication that the treatment during asystole caused or contributed to the patient death, as the patient was already in a non-life-sustaining rhythm prior to the treatment. Evaluation of battery pack sn (B)(4) is currently underway. Review of the flags indicate that the patient's battery capacity was low at the time of the treatments, preventing the monitor from fully charging high voltage capacitors at the time of treatments. There is no evidence that the low energy pulse contributed to the patient death as the patient was already in a non-life sustaining rhythm (asystole). Device manufacture date: monitor: sn (B)(4): 07/09/2014 reuse; electrode belt: sn (B)(4): 08/13/2015 reuse; battery pack : sn (B)(4): 12/22/2015 reuse.

Event description:
A u.s distributor notified zoll that a patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was at his place of business at the time of the event. Prior to passing, the patient received three inappropriate defibrillations. At 18:05:03, the ECG recordings revealed that the patient was in asystole with intermittent cardiac activity. The three treatments were delivered between 18:05:55 and 18:06:44. The rhythm at the time of the treatments was asystole. The rhythm at the time of the device shutdown at 18:19:00 was asystole. The response buttons were not pressed during the event. The patient was in asystole prior to and throughout the treatment shocks. Oversensing low-amplitude cardiac signal contributed to the false detections. There is no evidence to suggest that the lifevest caused or contributed to the patient's death, as the patient was already in a non-treatable, non-life sustaining rhythm. Per a review of the downloaded flag files, the first treatment shock was delivered at 140j, the second treatment shock was delivered at 75j, and the third treatment shock was delivered at 56j. Review of the flags indicate that the patient's battery capacity was low at the time of the treatments, preventing the monitor from fully charging high voltage capacitors at the time of treatments. There is no evidence that the low energy pulse contributed to the patient death as the patient was already in a non-life sustaining rhythm (asystole). The electrode belt sn (B)(4) has not been returned for evaluation. Battery pack sn (B)(4) is currently undergoing evaluation.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) has been completed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery pack tri-cells were depleted (1.24v). The battery did not last 24 hours before being discharged. There is no indication that this device malfunction caused or contributed to the patient's death as the patient was in a non-life sustaining rhythm prior to event. The defective battery pack was the cause of the low energy pulses. The root cause of the depleted cells was unable to be positively identified. Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) has not been returned for investigation. A review of the downloaded flag data from the day of the event was performed. The review of the data does not indicate a device malfunction that would have caused or contributed to the inappropriate treatment and patient death. There is no indication that the treatment during asystole caused or contributed to the patient death, as the patient was already in a non-life-sustaining rhythm prior to the treatment. Evaluation of battery pack sn (B)(4) is currently underway. Review of the flags indicate that the patient's battery capacity was low at the time of the treatments, preventing the monitor from fully charging high voltage capacitors at the time of treatments. There is no evidence that the low energy pulse contributed to the patient death as the patient was already in a non-life sustaining rhythm (asystole). Device manufacture date monitor: sn (B)(4): 07/09/2014 reuse; electrode belt: sn (B)(4): 08/13/2015 reuse; battery pack : sn (B)(4): 12/22/2015 reuse.

Event description:
A us distributor notified zoll that a patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was at his place of business at the time of the event. Prior to passing the patient received three inappropriate defibrillations. At 18:05:03 the ECG recordings revealed that the patient was in asystole with intermittent cardiac activity. The three treatments were delivered between 18:05:55 and 18:06:44. The rhythm at the time of the treatments was asystole. The rhythm at the time of the device shutdown at 18:19:00 was asystole. The response buttons were not pressed during the event. The patient was in asystole prior to and throughout the treatment shocks. Oversensing low-amplitude cardiac signal contributed to the false detections. There is no evidence to suggest that the lifevest caused or contributed to the patient's death, as the patient was already in a non-treatable, non-life sustaining rhythm. Per a review of the downloaded flag files, the first treatment shock was delivered at 140j, the second treatment shock was delivered at 75j, and the third treatment shock was delivered at 56j. Review of the flags indicate that the patient's battery capacity was low at the time of the treatments, preventing the monitor from fully charging high voltage capacitors at the time of treatments. There is no evidence that the low energy pulse contributed to the patient death as the patient was already in a non-life sustaining rhythm (asystole). The electrode belt sn (B)(4) has not been returned.